Manufacturer narrative:
Initial.

Event description:
It was reported that the user deployed an infusion set incorrectly during a site change, causing the adhesive portion to dislodge while attempting to reseat the inset; the agent provided troubleshooting and education, and the event involved an infusion set and cartridge with no alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health status, no hospitalization, and successful completion of the site change after guidance. Investigation included customer interview and troubleshooting focused on set application technique. Investigation of this case revealed user technique error related to infusion set deployment and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set insertion.